Manufacturer narrative:
Device evaluation: crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the radius side and crack in the diaphragm valve. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A crack opening on diaphragm valve assessed as to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.